Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp. A review of the event history log identified force sensor test. During functional testing was unable to duplicate the reported issue. The readings are all normal and were within manufacturing specification. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor and plunger cable as preventive measure and performed infusion and occlusion testing.